Event description:
The customer obtained higher than expected ckmb, bhcg, and tropi es quality control and patient results using the vitros eci immunodiagnostics analyzer. Vitros ckmb: control l1: 9.88 ng/ml vs. 1.90; vitros bhcg: control l1: 40.93 miu/ml vs. 6.0, control l3: 95.63 miu/ml vs. 30.0; vitros tropi es: patient 1: 0.065 ng/ml vs. <0.012, patient 2: 0.086 ng/ml vs. <0.012, patient 3: 0.067 ng/ml vs. <0.012. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were processed with the vitros ckmb and bhcg ii assays while quality control results were outside of established ranges. However, although tropi es quality control results were unacceptable, patient samples were processed but not reported to the clinician. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ckmb, and bhcg ii quality control results and a higher than expected troponin I es patient result were obtained when tested on a vitros eci analyzer, after performing routine maintenance procedures. The investigation determined the most likely root cause was analyzer related. An ocd fe performed multiple service actions to the eci system. Following these service actions, acceptable vitros tropi es, ckmb and bhcg performance was obtained.